Event description:
Patient was injected with radiesse dermal filler in the glabella, after a botox injection for the treatment of frown lines in 2007. The patient noted, the evening of the injection, swelling and redness which progressed over the weekend into the forehead laterally, the nose and the medial cheeks. Some pustules were noted and the glabella was noted to be edematous.

Manufacturer narrative:
Patient saw the injecting physician in 2007 and he took her to see dr., who gave her rocephin im and prescribed levaquin and clindamycin po. A culture was taken and patient was also given a topical antibiotic ointment. Discharge instructions to the patient before leaving the doctor's office was not to use make up that day, the patient reapplied make-up before going back to work that day. Radiesse is not approved for use in the glabellar area. Directions for use of radiesse in glabellar is not included in the instructions for use. In follow up the patient was doing well.